Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment. The lesion could not be crossed with the device and was removed from the patients body to balloon the vessel again. Before reinserting, the delivery system was wiped down and the stent came off the balloon outside the patients body. Originally reported on MDR-1028232-2021-02877, but the lot number was incorrect. We have closed the original report and opened this one with the correct lot number.

Manufacturer narrative:
Combination product: yes. The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the balloon is well folded and shows no signs of inflation. Stent imprints on the exposed balloon surface indicate that the stent was properly crimped in between the two radiopaque markers at the time of delivery. The stent was returned separately and is slightly bent over its entire length. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. Considering the physicians description, the root cause for the reported complaint event is most likely related to the handling during the procedure. Please note that the IFU warns against re-insertion if the stent system was removed prior to expansion.